Event description:
It was reported that 3rd day after placement of the foley catheter, there was natural shedding. The placement of the catheter was done on (B)(6) 2025. On (B)(6) 2025, at the request of the patient, it was discovered that the catheter was removed spontaneously.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.